Event description:
On 7/14/1998 at 0300 rn shut off insulin drip to address mechanical problem with intravenous filter. Insulin drip restarted at 0330. Glucose level drawn at 0430. 0500 pt noted to be clammy & diaphorectic. Rn shut pump off after noting insulin drip infusing at 25 cc/hr rather than 2.5cc/hr. 0530 stat glucometer=12.0537 glucometer=14. D50w one ampule intravenous push given. Repeat glucometer=88. D50w one ampule intravenous push repeated. 0635 glucose=52. 3rd ampule d50w given d10w infusing at 100 cc/hr 0700 glucose=151.